Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use is urinary dysfunction/sacral nerve stim reported that they were in a car accident in (B)(6) 2014 and since then their implantable neurostimulator (ins) was misaligned and had to go pee a lot more often. The patient had a return of symptoms in (B)(6) 2014. The implant was not functioning correctly and the patient could feel it moving around; it was noted that some days the patient was able to locate the implant and some days they were not. The patient had once gone a week without being able to locate it. When the patient sat down they experiences pain. The patient was implanted on the left side and in the early morning their left arm and legs go numb. All of these symptoms had not started being experienced until after the car accident. The implant was working perfectly fine for the patient until the car accident. Further follow up is being conducted to obtain information about outcome and steps taken to resolve issues. If additional information is received a supplemental report will be submitted.